Event description:
It was reported that during the priming of a prismaflex st100, an external fluid leak was observed as the tube was severely damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was for provided evaluation. The visual inspection observed that the blood pump segment was cut. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.